Event description:
It was reported that during a pta/stenting treatment procedure, removal difficulties were encountered. Using a brachial approach, the physician was attempting to dilate a lesion in the external iliac artery. The wallstent traveled well over a .035 cook rosen wire and was successfully deployed at the target lesion in the iliac artery. Removal difficulties were then encountered with the stent delivery system, requiring the physician to remove the entire system. A second .035 cook rosen wire inserted and a second wallstent introduced to treat a different lesion located in the common iliac artery. This wallstent would not track over the wire and was subsequently removed without incident. A third wallstent was advanced and deployed successfully at the target lesion in the common iliac artery. The pt outcome is reported as 'good' following the procedure.